Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.